Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported an internal neurostimulator (ins) was switched on after implant and the patient could not feel stimulation. The patient did not feel stimulation at 10.5 volts. All impedances were okay. An x-ray was done which showed the lead was out of the epidural space. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.